Event description:
Patient called in to report that they are unable to wear the wcd system due to constant "connect plug to monitor" alerts while therapy cable is plugged in. Despite troubleshooting the alert did not clear. The unresolved "connect the plug to your monitor" alert indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed safety and eit but failed inspection for unrelated issue. The returned monitor passed isl (safety) but failed eit for unrelated issue. The reported condition could not be replicated. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".